Event description:
An artelon cmc spacer was explanted due to alleged foreign body type reaction with softening of the thumb metacarpal.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty bolus switch on the switchboard. The switchboard has been replaced.

Event description:
The facility representative contacted baxter on 18 may 2010 to report that an infusor pump in which during patient therapy on bolus, therapy was interrupted intermittently in the operating room. There was no adverse event, patient injury or medical intervention associated with this report. There was no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and will be evaluated by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.